Event description:
It was reported that the patient presented in the emergency room. The implantable cardioverter defibrillator was in backup mode after multiple inappropriate shocks. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on reset (por) failure. After the device was restored from backup mode functional testing found no anomalies.